Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was dislodged inside of hub component. It was initially reported by the customer that the vizigo sheath would not allow the catheter to be inserted and advanced through the sheath. Caller attempted to flush the sheath and "drew back" with no resolution. When the sheath was replaced, the issue resolved. There were no irrigation occlusions or material causing obstruction. There was no patient consequence. The customer's reported impeded sheath is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-sep-2024, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside of hub component. These findings were reviewed and assessed this issue as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. No other anomalies were observed on the sheath/dilator. A functional test was performed introducing the dilator and the decanav returned through the sheath with the hemostatic valve removed, and no resistance was encountered. A device history record was performed for the finished device batch number, and no internal actions were identified. The impeded device reported by the customer was confirmed, as the conditions of the hemostatic valve may have affected the insertion of the dilator/catheter. Also, it could be related to an improper insertion technique. The stress marks and physical damage observed suggest that excessive manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) states the following recommendations: ¿use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. ¿do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).